Event description:
The customer states that the axsym processing cover does not remain in the upright position while performing axsym maintenance. The customer states that the cover hit customer on the head as it was failing. The customer states that no medical treatment was sought and no serious injury occurred.